Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Requested serial numbers; tubing model; lot however not provided.

Event description:
It was reported that the " IV pump just shut off and noted a critical battery dead" . The event occurred ICU. Although multiple requested made, no additional information about the patient, medication, or event provided at this time.